Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported pericardial effusion was procedure related as it occurred during mapping. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial tachycardia ablation procedure, a pericardial effusion occurred while mapping the left atrial appendage. Following ablation on the anterior wall of the left atrium, the patient became hypotensive an effusion was diagnosed via intracardiac echo. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.